Event description:
It was reported that during preparation of hardware for patient discharge, a malfunction of the mobile power unit (mpu) occurred. Power supply from the mpu to the system controller was interrupted. Further investigation showed that the interruption of power supply was able to be simulated by manipulating close to the "y" connections to the system controller power cables. No external power alarms occurred and the unit was removed from use.

Manufacturer narrative:
This event occurred at (B)(6) research centre in (B)(6). There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power was not confirmed. The mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis. Additional provided information communicated on 17dec2021 stated that the unit will be returned to the european distribution center (edc). The mpu had the v-lock connector, and that all connections were made at the time of the event. There was no evidence of environmental conditions that would affect power to the mpu. Additional provided information communicated on 01feb2022 stated that due to complicated custom regulations, it is almost impossible to return the mpu to the edc. If anything changes, abbott will be notified. To date, the mpu has not been returned to abbott for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu and the mpu was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 15oct2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.